Manufacturer narrative:
The product was not returned, therefore no product analysis can be performed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, when attempting to advance the evo lutpro delivery catheter system (dcs) a common femoral tear occurred immediately after the dcs capsule entered the patient. Following the advancement issue, a 26 mm evolutr valve was implanted with a 18 fr sheath. Upon removal of the sheath, fluoroscopy revealed a bleed in the common femoral artery. Balloon angioplasty was performed and a covered stent was implanted. No further adverse patient effects were reported.